Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. Customer was treated with the insulin pump and manual injection. Customer reported no delivery alarm. Customer stated that the insulin pump was damage from the broken clip to the back. The device will not be returned for analysis.